Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens. The lens trailing haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound. The cause of the trailing haptic tearing off was due to loading. Surgery was completed with another lens.